Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was asking if he should announce breakfast after treating an earlier hypoglycemic episode of 68 mg/dl blood glucose (bg). The patient received a notification that bg was below 75 mg/dl and had previous concern from a hypoglycemic episode. He was currently at 124 mg/dl bg and about to eat breakfast after treating the low. The agent verified that it is ok to announce the meal since he is in range. The patient was advised to call back for any more questions. During the hyperglycemic episode, the patient did not require any outside assistance and was out of range for less than 90 minutes.